Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Laser owner reported log files cause software to crash and prevents the laser from continuing with treatments. Pt involvement was not reported.